Manufacturer narrative:
Model- 72404155 reservoir; lot sn- (B)(4); mfg date- 02/26/2013; exp date- 02/13/2015.

Event description:
It was reported that the patient experienced a cylinder rupture of an ams700 inflatable penile prosthesis cylinder. Another pre-connect device and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that the patient experienced a cylinder rupture of an ams700 inflatable penile prosthesis cylinder. Another pre-connect device and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. Model- 72404155 reservoir lot sn- (B)(4) mfg date- 02/26/2013 exp date- 02/13/2015